Manufacturer narrative:
The reported event was failure to advance lead. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. A stylet could be fully inserted into the lead without any difficulty.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead could not pass through the tricuspid valve to place/ locate the target area. Several attempts were made but the issue persisted. The lead was removed and replaced. There were no patient consequences.